Event description:
Related manufacturer reference number: 2017865-2022-38726. It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. During examination, it was noted that there was inappropriate anti-tachycardia pacing (atp) therapy delivered by the implantable cardioverter defibrillator (ICD) as a result of atrial under-sensing. There was lead noise noted on the right atrial (ra) lead which led to inappropriate mode switch episodes. The ICD incorrectly interpreted supra-ventricular tachycardia as ventricular tachycardia due to under-sensing. No programming changes were done. The patient condition is unknown.